Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown baclofen (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient has the newest latest pump synchronized 3. The patient representative stated that they were trying to figure out why the patient was reacting so different to the current pump. When the patient was on the old pump they were at 650 mcg and that was the patient level for years but on the new pump, they were at 475 mcg. The patient was loose, and which was good but the thought there was something wrong with the new pump because some days the patient was low and sometimes the patient was overdosed. The rep mentioned that ¿today and yesterday¿, the patient was sleeping like they were overdosed since they got it adjusted like a month ago. The rep clarified that they lowered it all the way down to 4.25 and the patient was doing good with that but it seemed like the patient was underdosed for a while, so they went and adjusted it up to 450 mcg and then 475 mcg on 2024-07-30 the rep felt like the patient was getting too much of it so they knows it is something going on with the pump. The agent is sent a message to the field representative about the rep concerns.